Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.